Event description:
It was reported that during a da vinci-assisted surgical procedure, three was insufficient seal from the curved vessel sealer instrument. The procedure was completed. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.